Event description:
It was reported on (B)(6) /2012 that during a vns implant procedure the handheld screen froze during a system diagnostic diagnostic test. At that time, a different handheld was used to complete the testing. A manufacturer's representative was at the office to troubleshoot the issue on (B)(4) 2012, and was unable to duplicate the frozen screen. The physician's office was instructed on performing a hard reset as a troubleshooting step, and the handheld will not be returned.

Manufacturer narrative:
.